Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d8, h1, h2, h3, h6.

Event description:
New information received notes that the lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a the distal portion of a partial lead was returned in one piece, measuring 56.5 cm . Visual examination found internal insulation abrasion breaching the the right ventricle cable lumen at 2.9 ¿ 3.0 cm from the distal tip, and ptfe liner exposing the inner coil underneath the right ventricular shock coil with one abraded right ventricular etfe cable coating. The cause of the reported event was due to internal insulation abrasion underneath the right ventricular shock coil.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for follow up with the right ventricular lead exhibiting noise resulting in recorded episodes of non-sustained right ventricular over-sensing. No interventions were reported. The patient was in stable condition.